Manufacturer narrative:
Phone number: (B)(6). Concomitant device evaluation: there was a unknown piece of a rod discovered stuck in the cutter. There is no allegation against this rod and it looks like this device was simply not removed after the last cut by mistake. Therefore the rod will be considered as concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During investigation by the manufacturer, it was detected that there is a piece of a rod stuck in the instrument. Concomitant found part: rod (part/lot unknown, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the complaint: part and device lot 388.750 / 1533496; manufacturing site: (B)(6); manufacturing date: 15 aug. 2006; no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the uss rod cutting and bending device was found broken by theatre staff. The event happened during a surgery. There was no issue in the case and the surgeon found another method to cut the rod. All broken off pieces were removed from the patient and the surgery was completed successfully. The surgery was prolonged but unknown how long. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the threaded part of the shaft, where the handle is attached, is broken off as complained. The manufacturing documents were reviewed and no complaint related issues were found. This device was manufactured in august 2006 according to the specification. The evaluation has shown that there is a piece of a rod stuck in two of the 6mm holes. This let us assume that somebody did try to cut two rods together by mistake. This did lead to a mechanical overload and finally the breakage of the handle connector as this device is designed to cut one rod at once. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.